Event description:
The customer complained of a pre column clogging during a clinimacs cd34 separation using the clinimacs plus instrument. In an autologous setting a leukapheresis harvest containing 26x10ex10 wbc was generated. After overnight storage the product was split into two equal portions and each was labeled and processed separately. One portion could be processed without any incident, whereas the second portion led to pre column clogging. The customer rescued the cells and pooled them for a new cd34 separation process using a new tubing set. The re-run could be completed without any further incident and the results were excellent (98% purity and 59% yield). Customer was wondering why pre-column clogging occurred. This event occurred at: (B)(6).